Event description:
Per mother, the cadd pump does not stop infusing when she pushes stop. This occurred when the mother was going to change the cartridge and tried to stop the infusion. Pump kept infusing. No clinical harm to the pt. No intervention needed. A new pump was sent. A return box is always sent with a replacement pump. Dose or amount: 47 ng/kg/min, frequency: continuously, route: IV. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: continuous.